Manufacturer narrative:
. Section e1: telephone number: (B)(6). Address: 2nd floor, (B)(6); section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon that during postoperative examination, a tecnis toric ii intraocular lens (iol) had to be explanted due to significant rotation and postoperative surprise. The surgery was complete using a standby lens. The incision had to be enlarged for the removal of the iol, and sutures were required. No vitrectomy was reported. No further information is available.